Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) lost power (ups powered down) when powering it back up, the unit entered a boot-loop that over 12 hours never stopped. The customer has tried swapping drives around, booting off of a single drive, and tried disconnecting the ethernet cable. When disconnecting the ethernet, they can get the software to throw the monitor network disconnect error, but when reconnecting the ethernet and trying to launch the software, the unit reboots during the startup procedure. They have had a boot-loop with this unit in a previous ticket number: (B)(4).

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) lost power (ups powered down) when powering it back up, the unit entered a boot-loop that over 12 hours never stopped. The customer has tried swapping drives around, booting off of a single drive, and tried disconnecting the ethernet cable. When disconnecting the ethernet, they can get the software to throw the monitor network disconnect error, but when reconnecting the ethernet and trying to launch the software, the unit reboots during the startup procedure. They have had a boot-loop with this unit in a previous ticket number (B)(4). No patient harm reported. Investigation conclusion: the customer reported that a central nursing station entered a boot-loop following a power loss event when the ups powered down. Nk tech support advised the customer to attempt booting with a single drive, disconnecting the ethernet cable, and unplugging the alarm indicator to isolate the cause, none of which resolved the issue. As the unit was within the 90-day repair warranty from a previous repair, it was returned to the repair center. Upon evaluation, the repair technician identified corrupted software as a result of the power loss and re-imaged both hard drives, reconfigured the system settings, calibrated the touch screens, and completed 48 hours of extended testing before returning the unit. A loaner unit was shipped overnight while the repair was completed. Upon receiving the repaired unit back, the customer reported incorrect screen resolution, and nk tech support walked the customer through the correct display settings, after which normal operation resumed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 12/23/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 12/30/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3. 01/08/2026 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) lost power (ups powered down) when powering it back up, the unit entered a boot-loop that over 12 hours never stopped. The customer has tried swapping drives around, booting off of a single drive, and tried disconnecting the ethernet cable. When disconnecting the ethernet, they can get the software to throw the monitor network disconnect error, but when reconnecting the ethernet and trying to launch the software, the unit reboots during the startup procedure. They have had a boot-loop with this unit in a previous ticket number (B)(4). No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) lost power (ups powered down) when powering it back up, the unit entered a boot-loop that over 12 hours never stopped. The customer has tried swapping drives around, booting off of a single drive, and tried disconnecting the ethernet cable. When disconnecting the ethernet, they can get the software to throw the monitor network disconnect error, but when reconnecting the ethernet and trying to launch the software, the unit reboots during the startup procedure. They have had a boot-loop with this unit in a previous ticket number (B)(4).